Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. But was returned to olympus france.(ofr). The evaluation confirmed scratches in the suction cylinder and biopsy channel. Omsc reviewed the manufacture history of the subject device and confirmed no irregularity. The exact cause could not be determined at present, if significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during a routine surveillance culturing at the user facility, the channels of the subject device tested positive for enterobacter cloacae and pseudomonas sp. There was no report of infection associated with this report.